Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report: the programmer would not load main screen. However it was noted that the bezel was broken, the hinge plate was damaged, the stylus was broken, the power cord door was broken, the electrocardiogram (ECG) connector was loose, the lower display hinge bullets were missing, the system fan was noisy, the antennas were damaged and the analyzer bay had corrosion. (B)(4): analysis confirmed the reported event that the device would not interrogate devices, the cable was out of electrical specification.

Event description:
It was reported the programmer would not load main screen or interrogate devices. The programmer was returned for service. No patient complications were reported as a result of this event.